Event description:
It was reported that at device upgrade, externalized conductors were observed around the trifurcation of the lead area. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 11.6-12.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.